Event description:
The tps micro driver was returned to stryker instruments for service, and during functional evaluation it was noted that the device ran in safe mode. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event of running in safe mode was duplicated, and the technician noted a corroded pcb which can cause this failure.

Event description:
The tps micro driver was returned to stryker instruments for service, and during functional evaluation it was noted that the device ran in safe mode. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.